Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2017, a 4-7mm x 45cm tapered gore-tex® stretch vascular graft was implanted in the patient's arm for an arteriovenous fistula creation. Approximately an hour post procedure, the patient returned due to a hematoma formation. During the intervention, there appeared to be ultrafiltration through the gore-tex® stretch vascular graft material. Thrombin glue was applied on the graft material and left implanted. On (B)(6) 2017, the patient was reported to be doing well and was discharged from hospital.